Event description:
The customer called for help with his contour meters. He performed blood glucose tests while troubleshooting. This meter read 118 mg/gl, while the other contour read 245 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.